Event description:
It was reported to philips that system could not exposure. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the ippc post failed. Upon checking error logs fse observed that the free space is low, so the ippc had problem. To resolve the issue fse recreated and reinstalled the ippc os and app. After the repairs were completed, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.